Event description:
It was observed that during the device evaluation that the colonovideoscope exhibited a residual whitish foreign material in the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e2 and e3 and g3 (initial aware date should be corrected to 08feb2024.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified nor the type of foreign material, however based on the results of the investigation, the probable cause of the "whitish residual foreign material in air/water-cylinder and channel" malfunctions would likely be related to the reprocessing that could not be conducted properly due to leakage from up-down/right-left angulation control knobs. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.